Event description:
A caller reported a malfunction on a pump, with a malfunction code of malf 12 displayed. It was unknown if there was an adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur. The customer continued using the pump and was advised to contact support if the issue reoccurred.